Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and investigated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality. There was no monitor malfunction. During functional testing of electrode belt sn (B)(4), a short in the esd700 component on the distribution node interrupted communication between the electrode belt and the monitor. The cause for the short was isolated to the rear pulse wires. The heat shrink had separated from the pulse wires. The root cause for the separated heat shrink could not be positively identified. This short occurred during functionality testing of the electrode belt and did not occur during the treatment event. There was no device malfunction contributing to the treatment event. The investigation into the event concludes that there was no device malfunction contributing to the patient death. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was due to over sensing of a low amplitude input signal contributed to the false detection.

Event description:
A us distributor contacted zoll to report that a german patient was treated by the lifevest and passed away on (B)(6) 2016. It was reported the patient was found lifeless at home by a family member. Emergency services were called and the family initiated CPR. The patient was transported to the hospital and pronounced dead by the ER physician. The onset arrhythmia was vt at 200 bpm beginning at 13:17:41. Gel was deployed at 13:18:07 and a treatment was administered for vf at 13:18:18. The lifevest successfully converted the ventricular arrhythmia. Post shock rhythm was bradycardia at 20 bpm. The bradycardia subsequently degraded to asystole at 13:28:00. Asystole is considered a non-treatable rhythm. At 15:31:03 a second treatment was administered. The arrhythmia prior to treatment was asystole. Over sensing of a low amplitude input signal contributed to the false detection. The patient remained in asystole after the treatment. The response buttons were not utilized during either treatment sequence. The lifevest appropriately treated the patient during ventricular fibrillation. There is no indication that the treatment during asystole caused or contributed to the patient death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.